Manufacturer narrative:
No sample was returned. However, visual inspection was performed to each retain sample (four (4) units) - lot 2490112. No anomaly was observed: all packages and sample units were in good conditions. DHR review of shop order (B)(4) was performed, no anomaly was observed that could cause the reported condition. Lot complied with all release criteria. The complaint cannot be confirmed. IFU recognizes the possibility of complications in this type of procedures which include csf leaks: ¿possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage and adhesion formation.¿ from the information at hand, a root cause cannot be determined, and further evaluation is not possible at this moment. Device identifier: no UDI for international product. Product identifier: no UDI for international product. Expiration date: november - 2019.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 1121308-2018-00100, 1121308-2018-00101, 1121308-2018-00102, 1121308-2018-00103.

Event description:
This is 1 of 3 reports: a regional sales manager reported on behalf of the customer that durs4591itl suturable duragen 4 inch x 5 inch was used on a patient who was treated on (B)(6) 2018 for a temporal meningioma. On (B)(6) 2018, the customer observed a fistula. Clarification was received on (B)(6) 2018 that the event did not lead to an increase in surgery time.